Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Block h11: investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media analysis showing evidence that the rx tunnel was detached. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone treatment on (B)(6) 2026. During the procedure, resistance was felt by the physician when passing the balloon down the working channel. Upon exchange and retrieval, resistance was encountered again and the black catheter segment housing the guidewire (rapid exchange or rx tunnel) began to peel off. The rx tunnel dislodged into the working channel of the duodenal scope and forceps were used to remove it from the scope. It was reported that no portion of the detached piece fell into the patient. A photo of the complaint device showed the rx tunnel detached outside the patient. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone treatment on (B)(6) 2026. During the procedure, resistance was felt by the physician when passing the balloon down the working channel. Upon exchange and retrieval, resistance was encountered again and the black catheter segment housing the guidewire (rapid exchange or rx tunnel) began to peel off. The rx tunnel dislodged into the working channel of the duodenal scope and forceps were used to remove it from the scope. It was reported that no portion of the detached piece fell into the patient. A photo of the complaint device showed the rx tunnel detached outside the patient. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to have fully recovered.